Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was found to not close. The device was not repaired. It was returned to manufacturer for investigation.

Event description:
The manufacturer received information alleging a ventilator's active exhalation control valve will not close. The device was not in patient use.